Manufacturer narrative:
Follow-up #1: date of submission 01-feb-2018 device evaluation: the cartridge has been returned and evaluated by product analysis on 12-jan-2018 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A fill test, leak test, and force test were performed with no failures observed. The cartridge force readings were confirmed to be within specifications; no failures were noted relating to the loss of prime complaint.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a site/set/cart (site/set/cart issue) issue. It was alleged that insulin could not be pushed or pulled through the cartridges. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue is not always obvious and detectable prior to use and can result in under-delivery of insulin.